Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. There was no reported abnormal altitude condition prior to the alarms. The customer's blood glucose level was in the 200 mg/dl range. Reportedly, the customer continued to use the pump and also had manual injections supplies available for alternate insulin therapy.